Manufacturer narrative:
The revision reported was likely the result of the reported pain and the patellar prosthesis wear. The reason for the clinical symptom of pain cannot be conclusively determined. Potential causes of the observed polyethylene wear include third body wear, patient-related causes or any combination of these possibilities. However, these potential causes cannot be confirmed. H6: corrected component, and investigation clinical codes.

Event description:
As reported, approximately 2 years and 2 months post initial left total knee arthroplasty (tka), a revision was performed due to complaint of pain. For the revision, intersep and an interspace were used. There was no reported breakage of the device and no surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Pending investigation. Concomitants: 02-029-99-1001 - fluted headless pin 3.0" square head, pk2 (B)(6); 02-022-45-5050 - truliant tib fit tray cem sz 5f / 5t (B)(6); 02-020-11-0250 - truliant ps cem fem ps cem left sz 5 (B)(6); 02-022-35-5013 - truliant tib imp ps insert sz 5 13mm (B)(6); 204-70-00 - tibial stem ext. Screw (B)(6); 02-012-60-1440 - tru stem ext 14mm x 40mm (B)(6).